Event description:
The (B)(6) reported to cardinal health, our customer, that a female pt received a burn while undergoing a breast augmentation using a device of ours. The pt needed no remedial surgery and the surgery lasted no more than one to three minutes beyond the scheduled time. The surgery center contact "(B)(6)" stated that the forceps heated up about 2.5" from the tip, causing a burn to the pt. The device has not yet been returned, but will be investigated upon receipt of the suspect device.